Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and field service engineer's (fse) field evaluation. There was no problem with intuitive motion and system verification. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side manipulator (psm) 1 suddenly moved fast along the insertion axis. The intuitive surgical, inc. (Isi) technical service engineer advised the customer to check for any external interferences with the arm and the call ended. The procedure was completed with no reported injury. Isi followed up with the isi field service engineer (fse) and obtained the following additional information: the customer confirmed that the sudden movement occurred while controlling the instruments. The instrument moved in the intended direction and there was no patient harm that occurred. No trouble was found during system verification and intuitive motion check. The fse performed gravity compensation calibration for prevention.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported complaint. No problem with intuitive motion and system verification. The fse performed a left master tool manipulator gravity compensation calibration for prevention. No parts were replaced. System was tested and verified as ready for use.